Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.